Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, decreased sensing threshold and noise resulting in over-sensing and automatic mode switch were noted on the right atrial (ra) lead. No intervention was performed, and the ra lead will be monitored. The patient was stable following this event with no adverse health consequences.